Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for an unrelated device change out procedure. Prior to the procedure, the device was interrogated and both the right atrial and right ventricular leads exhibited high capture threshold and low, out of range impedance. During the procedure, the leads were tested again with the pacing system analyzer and the new device and exhibited normal measurements. The leads were attached to the new system and remained in use. The patient was stable throughout the whole procedure.